Manufacturer narrative:
Product analysis: the valve remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted high, due to patient anatomy. An echocardiogram was performed and confirmed a paravalvular leak. After the valve was implanted, a balloon valvuloplasty (bav) was performed and dislodged the valve up. Moderate to severe paravalvular leak (pvl) was then observed. Subsequently, a second transcatheter bioprosthetic valve was implanted and improved the paravalvular leak (pvl) to trace. No additional adverse patient effects were reported.